Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had been hospitalized for high potassium. She was treated with medication; however, her blood glucose values have been in the 400 mg/dl, 500 mg/dl, and 600 mg/dl ranges since using the medication. The patient treated via insulin pump bolus. Troubleshooting for the high blood glucose was declined. The insulin pump was not returned for analysis.